Manufacturer narrative:
In response to FDA report numbers: mw5168522, # mw5168523, # mw5168524, # mw5168525, and # mw5168526. Clarification to partial a2 dob: 1977 was provided. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore, additional event, product, and/or patient details are not attainable. The reason for reoperation is: "severe anxiety", "persistent fluid buildup in and around my breasts burning, stinging, and leaking sensations", "spontaneous fluid leakage and drainage", and "episodes where fluid seems to release or 'burst' through my skin". The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported against left side, the patient suffered "mental anguish, depression, aggravation of depression" not device related, "other physical and emotional manifestations that are severe and ongoing" and the patient has not ever been diagnosed with bia-alcl. Patient reported, via voluntary sus reports, fear of "bia-alcl", "persistent fluid buildup in and around my breasts burning, stinging, and leaking sensations", "spontaneous fluid leakage and drainage", and "episodes where fluid seems to release or 'burst' through my skin". Additional minor events reported by the patient as follows: "breast implant illness", "severe anxiety", "uncontrollable anxiety, panic, and distress", "chest skin rashes", "painful inflammation spreading through my chest, neck and arms", "chronic swelling, discomfort, and sharp pressure", "implant displacement causing both physical and emotional distress", "weight loss", "implant malposition (one implant has dropped, one elevated)", "severe skin sensitivity", "chronic breast and chest area rashes", "skin burning sensation and noticeable redness", "neurological symptoms including tingling, nerve pain, and radiation of pain into neck", "peeling", "lesions", "bloating", "indigestion", "panic episodes", " recurring confusion", "discolouration", "feeling cold", and "insomnia". Non-device related events reported as follows: "debilitating fatigue", "arms fatigue that is relentless and worsens over time", "random nausea", and "significant mental and emotional anguish". The device remains implanted.